Manufacturer narrative:
Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon could not deflate and all the inflation medium was unable to be removed. The balloon was successfully removed out from the patient¿s anatomy. The balloon and the scope was removed from the patient and the balloon was removed from the scope by cutting the balloon catheter with a scissor. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut off from the device. The catheter shaft was inspected for cosmetic defects and two kinks were noted. The catheter was not connected to an inflation device and the returned balloon was not inflated as the balloon catheter was cut with a scissor. Based on the condition of the returned device, the reported failure of balloon deflation failed could not be confirmed. It is possible that some procedural factors encountered during use, limited the performance of the device during balloon deflation. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon could not deflate and all the inflation medium was unable to be removed. The balloon was successfully removed out from the patient's anatomy. The balloon and the scope was removed from the patient and the balloon was removed from the scope by cutting the balloon catheter with a scissor. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.